Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 200 mg/dl, 300 mg/dl, and a third result 140 mg/dl was taken 10 to 15 minutes later. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.